Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received. On (B)(6)2019, the patient further reported that she did not recall what was displayed on her the g5 mobile application when she experienced a hyperglycemic event. On (B)(6)2019, the patient reported vomiting, weakness and crawling on the floor to get her iwatch to call for assistance. She couldn¿t remember any phone numbers and when she asked siri to call 911, it stated that it did not know that number. Her diabetes alert dog was with her and licked her face all night to keep her awake. The following morning, she was able to call 911 and emergency medical services (ems) transported her to the hospital. She was admitted for five days with a diagnosis of diabetic ketoacidosis (dka). No further patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient reported that she was in the hospital due in part to a sensor failure that led to diabetic ketoacidosis (dka). No symptoms, glucose levels, or treatment information were provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.